Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported the sr8 having image clarity issues. Customer said the images are coming out grainy and unclear. Verified they've adjust the filters and contrast but still having the same issue.

Event description:
It was reported the sr8 having image clarity issues. Customer said the images are coming out grainy and unclear. Verified they've adjust the filters and contrast but still having the same issue.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to service facility for evaluation. During evaluation, the reported issue of the images are blurry was unconfirmed. The unit is giving a bright and clear image. There is no root cause as the issue could not be reproduced. H3 other text : evaluation findings are in section h11